Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. An elbow hinge fixator (394.055 lot 2434261 mfg 11/2008) was received with the following complaint description: ¿¿the set screw fell out and the elbow hinge fixator came apart. The patient applied electrical tape to hold the elbow hinge fixator together.¿ three months later patient returned to the operating room and had the elbow hinge fixator and other unknown external fixation rods and clamps (unknown quantity) removed. There was no surgical delay. Procedure was successful. The elbow hinge fixator (394.055 lot 2434261) is a supplemental component which can be utilized with both the medium and large external fixation systems for unstable elbow fractures. It is able to be utilized with both rigid and movable fixation setups and is able to be located at the anatomical pivot due to its radiolucent construction per the technique guide. The applicable drawing for the elbow fixator was reviewed. The drawing called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawing was found suitable to determine the intended device design, application and dimensional conformity. A note is present on the drawing which states the application of loctite on the two components of the pin. A device history review was performed for the returned instrument¿s lot numbers and in each instance no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition (as previously reported in the initial medwatch report). The product was received under the complaint condition ¿broken: postoperatively¿. The returned device was examined and the complaint condition was able to be confirmed as the device fixator was returned disassembled and missing the locking nut which retains the center pin. Without this piece, the fixator angle would not be able to be locked into place. It is likely that repeated use/sterilization over 7 years in the field resulted in the loctite failure, allowing the device to come apart. A definitive root cause, however, could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient dob, gender and weight not available for reporting. Event date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 13. Nov. 2008. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent application of an elbow hinge fixator on (B)(6) 2015. On an unknown date, the set screw fell out and the elbow hinge fixator came apart. The patient applied electrical tape to hold the elbow hinge fixator together. On (B)(6) 2015, the patient returned to the operating room and had the elbow hinge fixator and other unknown external fixation rods and clamps removed. There was no surgical delay. Procedure was successful. This is report 1 of 4 for (B)(4).